Manufacturer narrative:
Follow-up #1: date of submission 19-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: a review of the black box showed one unexplained power on reset event. No damage was found to the returned battery cap. The battery compartment was cracked below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap tightened securely to the pump with no visible yellow o-ring. The pump powered up to the verify screen with auditory and vibratory alarms. The pump was run for 24 hours with the returned battery cap. No power on reset events were duplicated. The returned battery cap measurements were within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.